Event description:
This is a patient who had a defibrillator implanted. The existing defibrillator is a guidant model #t125. The patient's device had a performance issue with unreliable telemetry during interrogation. The patient was brought to the cardiac catheterization lab, and the device was programmed off. The patient was given 2gms of ancef at the start of the procedure; the patient was prepped and draped in the usual sterile manner. IV anesthesia was given by the anesthesiologist. Next, 20cc of xylocaine was given below the left clavicle along the existing incision line. An incision was made using cautery and blunt dissection. The guidant defibrillator, model #t125 was removed. A new boston scientific defibrillator model #e110 was connected appropriately to the existing guidant leads. The atrial lead is guidant model #4470, fibrillatory amplitude is 0.8 millivolts, no pacing thresholds could be done and impedance was 419 ohms. The right ventricular paced shock lead was guidant model #0157, r-wave amplitude is 19 millivolts, pacing threshold 0.8 volts, pacing impedance is 495 ohms. The device was placed in the pocket and the pocket was irrigated with 1gm of vancomycin, 160mg of gentamicin and suctioned dry. The device was programmed to the ddd-mode, 60 to 120 beats a minute, av delay of 300 milliseconds with ventricular fibrillation at 170 beats a minute.the patient did mode switch from ddd (dual mode, dual chamber, dual sensing) and dvi (dual paced, ventricular sensed, inhibited response). No dft (defibrillation threshold) testing was performed due to the atrial fibrillation and no anticoagulation. The pocket was suctioned dry, no bleeding. Then interrupted 2-0 vicryl sutures were placed medial to lateral, a running 3-0 vicryl suture was placed medial to lateral, a running 3-0 subcuticular monocryl suture was placed medial to lateral. Steri-strips were placed. The patient was recovered in the cardiac catheterization lab, readmitted to a monitored area for antibiotics and observation overnight. He should undergo non-invasive program stimulation in 4-6 weeks after being placed on appropriate anti-coagulation. The boston scientific company was contacted and recommendation was to remove this device. This device is part of a 2007 recall. The device longevity was approximately 1 year from this point before necessary device replacement for battery depletion. The boston scientific company will retain this device and report this to the food and drug administration. ====================== health professional's impression======================the patient's device had a performance issue with unreliable telemetry during interrogation.====================== manufacturer response for dual aicd, (brand not provided)======================awaiting quality check report.